Event description:
On (B)(6) 2025 the user reported hypoglycemia with blood glucose (bg) of 41 mg/dl after eating without announcing the meal and pausing insulin delivery. The user consumed two turkey sandwiches, and bg rose to 63 mg/dl by the end of the call and to 163 mg/dl at follow-up. The user was re-educated on allowing the ilet to manage dosing autonomously. No hospitalization, medical intervention, or symptoms were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.